Event description:
It was reported that artificial urinary sphincter (aus) was removed and replaced on (B)(6) 2018 due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted.